Event description:
Medtronic received information that during the implant of a non-medtronic boston acurate neo transcatheter bioprosthetic valve, the acurate valve had "stayed in the left ventricle". As a result, the cardiac surgery team were called to perform an emergency procedure and aortic valve repair within the cath lab. It was reported that the patient declined due to possible aortic regurgitation, however the information was received second hand. An unplanned medtronic evolut valve was implanted to try and stabilize the patient as a bailout while the cardiac surgery team was setting up. The evolut valve was successfully implanted. Further details were not provided. The patient died one day later. Details regarding the death were not provided.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive which reported that "staying in the lv" meant that the valve dislodged into the left ventricle (lv). As a result, the patient went into cardiac arrest and was placed on cardiopulmonary bypass. It was confirmed that the medtronic evolut valve had been implanted as a bailout treatment. Despite the functioning evolut valve, the replacement valve did not fix the issue. The dislodged non-medtronic boston acurate neo transcatheter valve resulted in torrential mitral regurgitation (mr) due to the deep position, which was secondary to an issue with the papillary muscles. The patient was converted to cardiac surgery where both transcatheter valves were explanted and replaced with a surgical aortic valve. The surgery was performed to retrieve the non-medtronic boston valve that was deep into the lv. The physician decided that while the patient was undergoing the explant of the non-medtronic boston valve, the evolut would also be removed and replaced. The patient was transferred to the intensive care unit following the open explant procedure. The patient died as a result of the torrential mitral regurgitation. It was reported that the patient was also elderly which contributed. According to the physician, the medtronic evolut valve used as bailout did not cause or contribute to the death.

Manufacturer narrative:
Updated data: h6 - results and conclusion codes conclusion: patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device instructions for use (IFU). A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this case, the death was reportedly due to torrential mitral regurgitation resulting from the dislodgement of a previous non-medtronic transcatheter valve. It was reported that the patient was also elderly which contributed. According to the physician, the medtronic evolut valve used as bailout did not cause or contribute to the death. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.